Event description:
It was reported that the pta catheter burst. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The sample was not returned. One photo was provided for review. Based upon the photo review, the investigation is confirmed for shaft burst. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.